Manufacturer narrative:
Serial numbers: (B)(4). For 6 of the 9 reported events, a ge healthcare service representative performed a checkout of the system and confirmed the reported events. To resolve the reported events, the following parts were replaced: the expiratory flow sensor was replaced on 1 unit, the inspiratory and expiratory flow sensors were replaced on 1 unit, the drive gas check valve and flow control valve was replaced on 1 unit, the central processing unit board was replaced on 1 unit, the sensor interface board was replaced on 1 unit, and the sensor interface board and the flow sensors were replaced on 1 unit. For 1 event, the hospital biomedical engineer troubleshot the issue with ge healthcare technical support. The hospital biomed engineer confirmed the issue was resolved, but no detailed information on issue resolution was provided. For 2 of the reported events, there is no resolution information available as the customer declined repair.

Event description:
This report summarizes 9 malfunction events. A review of the events indicated that model 1006-9305-000 anesthesia gas machine experienced therapeutic outcome failure. 3 events were reported for a malfunction preventing mechanical ventilation, 2 events were reported for internal an error that results in a loss of mechanical ventilation , 1 event was reported for a malfunction preventing volume control ventilation, 1 event was reported for a malfunction causing a loss of mechanical ventilation, 1 event reported for a flow valve error causing a loss of mechanical ventilation, and 1 event reported that volume based mechanical ventilation modes became unavailable during a case. These reports were received from various sources. Of the 9 events, 6 did not involve patients, and 3 did involve patients. There is no patient information available.